Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment along the side, and from the case seal to the bumper. The pump was opened to find moisture on the battery canister, support bracket, and on the printed circuit board. Additionally, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).